Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high/undefined impedance and had high thresholds and loss of capture. A fracture was suspected. The lead was reprogrammed and a revision has been scheduled. No patient complications have been reported as a result of this event.